Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00728, 509-02-032, s814 - stability, poor joint, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - the patient believed that he had been dislocating. Surgeon was not convinced he was actually dislocating. Surgeon decided to upsize on the humeral side in order to help with stability.